Manufacturer narrative:
The pump alarmed radio frequency pic failed self-test during self-test and unable to communicate with test glucose meter due to faulty y1 at radio frequency board. The pump passed displacement test. After the component replacement, the pump was programed with a test glucose meter. The pump communicated properly and recorded the 139mg/dl value properly from glucose meter. The pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot and cracked battery tube threads.

Event description:
The customer reported via phone call of issues with radio frequency pic failed self-test alarms. The customer's blood glucose level at the time of incident was either 135mg/dl or 137mg/dl. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.